Event description:
It was reported that the synergy intraocular lens (iol) was explanted because the patient could not tolerate the halos, and he needed a toric 19.5 d diu300 lens. Additional information stated that the tecnis synergy toric simplicity lens was implanted in patients left eye. The lens was explanted due to persistent glare. First onset of symptoms was within a few days of surgery. The iol was explanted in a secondary procedure. There was no other medical or surgical intervention required. Patient was doing great. Glare gone 1 day status post the exchange. The product is not being returned. Upon further follow up, it was confirmed that the lens was explanted due to both halos and glare and the iol was discarded. No further information is available.

Manufacturer narrative:
Section a5: ethnicity: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) /2023. Section h3: other 81: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.